Manufacturer narrative:
Block b3: exact date unknown, event occurred one year ago from the date manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6); product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, serial: na, batch: 26090482.

Event description:
It was reported that the patient underwent an explant procedure wherein all device components were removed due to an unknown reason. No further information could be obtained.